Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after they had experienced pacemaker syndrome and exertional tiredness; the patient had shortness of breath, palpitations, pounding in the neck and pulsing around the pocket area. Upon interrogation of the implantable pulse generator, backup operation was observed. A device restoration was performed successfully. The patient's condition was stable and would continue to be monitored with regular follow-up.